Event description:
As reported, sorbafix fixation device was used during an inguinal hernial repair procedure on (B)(6) 2024. It was reported that there were issues with deployment of fasteners and they were not staying in place once fired. There was no patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced fasteners failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 685 units released for distribution in sep 2022. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample could not reproduce the reported event. The device functioned as intended during functional and simulated use testing, successfully fixating seven fasteners into mesh. No manufacturing anomalies found. Updated fileds. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, sorbafix fixation device was used during an inguinal hernial repair procedure on (B)(6) 2024. It was reported that there were issues with deployment of fasteners and they were not staying in place once fired. There was no patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced fasteners failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in sep, 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.